Event description:
It was reported to boston scientific that during a therapeutic hydrothermal ablation (hta) procedure, the patient received a vaginal burn on the posterior wall of the vagina. The machine alarmed and they proceeded with the case. After the case was completed they noticed that the patient had a white smooth quarter size 2nd degree burn. The patient was treated with silvadene cream.

Manufacturer narrative:
The device has not been returned for an evaluation. The cause of the reported malfunction is undetermined. Product unavailable for analysis.